Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash underneath the front therapy electrode with broken skin. Follow-up attempts were unsuccessful, and the outcome of the irritation is unknown.